Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously report this device (B)(6) on MDR 2518422-2021-03146 . The MDR 2518422-2021-03146 was incorrectly filed and is a duplicate to MDR 2518422-2022-23601. Please disregard MDR 2518422-2021-03146 as it was filed in error.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.